Manufacturer narrative:
The device was returned to olympus for inspection and the customer reported event was confirmed. Based on the results of the investigation, the burnt light guide lens was likely caused by component failure and the white foreign material was likely caused by known inherent risk; however, a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a burn on the light guide lens and white foreign material in the air water cylinder/ tube. There was no patient involvement.